Event description:
It was reported that at a routine follow-up appointment, over-sensed noise was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). There was no inappropriate therapy delivered. However, the physician hypothesized that this s-ICD electrode conductor had fractured. It was stated that the electrode would be explanted and replaced when the device reaches normal end-of-life due to battery depletion. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, over-sensed noise was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). There was no inappropriate therapy delivered. However, the physician hypothesized that this s-ICD electrode conductor had fractured. It was stated that the electrode would be explanted during a device replacement procedure for normal end-of-life battery depletion. Recently, the electrode was explanted and subsequently received for analysis. No additional adverse patient effects were reported. Once the investigation is complete, this record will be updated with results.

Event description:
It was reported that at a routine follow-up appointment, over-sensed noise was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). There was no inappropriate therapy delivered. However, the physician hypothesized that this s-ICD electrode conductor had fractured. It was stated that the electrode would be explanted and replaced when the device reaches normal end-of-life due to battery depletion. Recently, the electrode was explanted and subsequently received for analysis. No additional adverse patient effects were reported. Once the investigation is complete, this record will be updated with results.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at a routine follow-up appointment, over-sensed noise was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). There was no inappropriate therapy delivered. However, the physician hypothesized that this s-ICD electrode conductor had fractured. It was stated that the electrode would be explanted during a device replacement procedure for normal end-of-life battery depletion. Recently, the electrode was explanted and subsequently received for analysis. No additional adverse patient effects were reported.